Manufacturer narrative:
Per the tandem user guide - always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem¿s user guide, ¿insulin should be at room temperature before filling cartridge.¿ per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 536 mg/dl and diabetic ketoacidosis. Reportedly, the cannula was found to be bent; however customer could not confirm if it was bent during use or if the damage occurred after use, as customer¿s wife wrapped the is around the pump after pump was disconnected from body. Reportedly, customer was using cold insulin, and not performing the air removal technique during the load fill tubing process. Additionally, customer was using supplies for longer than intended. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.